Event description:
It was reported that revision surgery was performed due to anterior base left knee pain.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. The clinical/medical team concluded, without the radiographic images and the explanted device for evaluation the root cause of the anterior base pain referenced in (B)(6) cannot be concluded. However, the reported anterior knee pains not an uncommon occurrence after a tka. We are unable to rule out the length of time in-situ, the patient¿s complex medical history, and the patient¿s reported fall hx as contributing factors or the patella which was then resurfaced. In addition, we are unable to determine a causal relationship between the procedure to implant the smith and nephew device and the performance of the smith and nephew device. For (B)(6) and (B)(6) it was concluded: according to the genesis ii surgical technique, a wound hematoma is a possible adverse effect of a tka. Additionally, the root cause of the 3 to 4 cm in length ripped opening of the patient¿s deep fascial tissues cannot be determined. However, a procedural related event cannot be ruled out as a possible contributing factor. For (B)(6) and (B)(6) -- (B)(6) 2016 it was concluded: based on ultrasound finding and with limited information provided, the root cause of the bilateral lower extremity pain and edema cannot be determined. It is unknown if the patient is still experiencing these symptoms or if any medical interventions have been performed to alleviate or treat the reported issues. The impact to the patient beyond these symptoms cannot be concluded. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.